Event description:
Received info stating that the customer's fill estimates were inaccurate. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.